Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of bleeding between the pump and apical cuff ring during implant was confirmed via the submitted video. A specific cause for the event could not be determined. Damage to the seal could not be confirmed through this analysis. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. B is currently available. The IFU section 1, entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU section 5, entitled ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device. This section suggests tying the sutures of the apical cuff tight with 6 to 7 throws on each knot and instructs the user to ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, the IFU section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that bleeding was seen between the pump and the apical cuff ring. They were under the impression that this was due to a damaged seal. The bleed was patched with felt and surgical glue was applied.